Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported three days post implant, the lead could not be connected to the device, as the set screw was not functioning. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead could not be connected to the device as the set screw was not functioning. The device was explanted and replaced. Patient outcome was listed as "good". No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Evaluation summary: (B)(4) no anomalies found however, it was observed that the set screw socket was rounded.